Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. The customer declined technical support to insure insulin resumed. There was no adverse impact to the customer¿s blood glucose level.